Event description:
Caller reported that pump battery depleted too quickly, resulting in pump shutdown. This caused blood glucose level to exceed 500 mg/dl, with the specific value unknown as it displayed "high." Caller took corrective action by administering a correction bolus via the pump. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.